Manufacturer narrative:
PMA/510(k)#: (B)(4). This complaint is reportable on the basis of the reporting precedence established for this product family for non-retraction of the needle into the sheath, regardless of the patient outcome. This complaint is related to an echo-hd-19-c device of lot # c1103192. The echo-hd-19-c device involved in this complaint has been returned for evaluation. Additional information received from the rep: ¿after removing, the physician attempted to put the needle into the sheath outside of the patient¿s body and it would still not go in. This is why the needle being returned is bent. It was not bent prior to this.¿ this echo device was received with the needle un-retracted and exposed from the sheath of the device. The needle was bent at the tip and notch. No stylet was returned with the device. The sheath of the device was fully intact and no damage was noted along the length of the sheath, however a kink was visible below the sheath extender when the sheath extender was positioned at reference mark 2.5. The distal sheath tip was examined but no damage was evident. The handle was dismantled and the needle was noted to be broken below the sheath extender in two parts, one part measuring approx. 31cm (proximal) and one part measuring approx. 139cm (distal). The tip of the needle was examined and was confirmed to be intact however a severe kink was visible approx. 0.4cm from the distal tip at the needle notch. This distal needle tip was examined under the microscope and it was confirmed to be bent/folded over. The customer complaint was confirmed as the device was returned with the needle broken below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender which led to the breakage. The kinking below the sheath extender most likely occurred if the stylet is not inside the needle when advancing into the targeted site. It could also occur due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. This would also result in the difficulties experienced by the customer in retracting the needle. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. The precautions section of the instructions for use that accompanies this device instructs the user to: ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. It also mentions in the notes section to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any adverse effects due to this occurrence and no section of the device remained inside the patient¿s body. The procedure was completed with a new needle. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted to include the device evaluation and investigation conclusions. Also corrected PMA/510(k)# and included in additional mfg narrative-notes. The physician was doing an fna in a lymph node off of the celiac artery. When he went to withdrawal the needle it would not go back into the sheath. He undid the thumbscrew, put it to 0 and it would not go back. Procedure was completed with a new device. After removing, the physician attempted to put the needle into the sheath outside of the patient's body and it would still not go in.

Manufacturer narrative:
This complaint is reportable on the basis of the reporting precedence established for this product family for non-retraction of the needle into the sheath, regardless of the patient outcome. This complaint is reportable on the basis of the reporting precedence established for this product family for non-retraction of the needle into the sheath, regardless of the patient outcome.

Event description:
The physician was doing an fna in a lymph node off of the celiac artery. When he went to withdraw the needle it would not go back into the sheath. He undid the thumbscrew, put it to 0 and it would not go back. Procedure was completed with a new device. After removing, the physician attempted to put the needle into the sheath outside of the patients body and it would still not go in. This is why the needle being returned is bent. It was not bent prior to this.